Event description:
Left ureter perforated while attempting to insert urteteral stent. Reporter stated that during a routine cystoscopy in 2004, while the surgeon was attempting to remove the guidewire from the pt, the distal end of the stents curled around or wrapped itself around the guidewire, essentially ensnaring the guidewire in the process, and inhibiting removal of the guidewire. It appears that this entangling resulted in the guidewire, or th stent, causing damage to the left ureter of the pt, which required additional surgical procedures to address the injury.